Event description:
The customer reported via the sales rep that when the implant was opened during surgery the metal rings around the cup were loose. It was further reported that the metal ring became detached from the cup altogether. A replacement item was available during surgery, however, this did lead to a 5 mins delay. No other adverse consequences were reported.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.